Event description:
Sales consultant reports that during a metacarpal surgery, while surgeon was implanting a 1.5mm modular hand 6 hole plate with screws, the 4th hole distal screw head snapped off at the shaft. Surgeon choose to not remove the shaft and to revise the patient to a 7 hole plate. The 6 hole plate was removed and was disposed; the screws were reused on the 7 hole plate. X-rays were taken to confirm the shaft remains in the patient. Due to this event an additional 25 minutes were added to the surgery and no additional issues were found. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: dzj. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.